Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that the accu-chek inform ii base unit with serial number (B)(4) was not charging. The customer also stated that the plastic ridge above the charging contacts appear to be melted. The customer stated that the base has power. Meters were tested in other base units and charged okay. The customer stated the charging contacts on the base unit were not damaged. The customer verified that there were no signs of burning, melting, or smoking with the meters docked in the base or the telephone cable used with the base. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
The device was returned for further investigation. A retention meter was charged using the returned base unit. No unusual warming up was observed during the charging process. The device was only lukewarm which could not lead to melting. The "melted" area described by the customer does not have contact with the meter during charging. This mark is caused by repeatedly placing the meters in the base unit to charge. Over time, the base unit wears down and shows "dents" above the charging contacts that the customer has described as "melted." A product problem was not found.

Manufacturer narrative:
No information was provided in the complaint case that would point to a cause for the base unit to melt. The investigation was unable to find a definitive root cause as no product was received for further investigation. The device was requested for further investigation but was not provided.